Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris tubing utilized to administer IV fluids to laboring patient. After delivery, ivf changed and when the chamber door was opened fluid began leaking from the tubing. Leak was from where the soft tubing that goes in the chamber had separated from the blue plastic hub that sits at the top of the chamber." There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed. Visual inspection of set showed that the silicone segment had a tear near the upper fitment measuring 0.1326 inches long. Examination under magnification showed no crush marks to the upper fitment. Functional testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris tubing utilized to administer IV fluids to laboring patient. After delivery, ivf changed and when the chamber door was opened fluid began leaking from the tubing. Leak was from where the soft tubing that goes in the chamber had separated from the blue plastic hub that sits at the top of the chamber." There was no patient harm.